Manufacturer narrative:
During our final investigation, it was discovered the initial MDR 1035166-2018-00051 report had failed submission. Based upon our findings, we have resubmitted this initial MDR report. Additional information has been requested, however not received as of date of this report. The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Permanent pacing lead final inspection procedure for this device indicates that the lead is checked 100 percent for electrical function. The py instructions for use informs the user of possible complications such as: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It is recommended to cap the proximal portion off to prevent exposed conductor parts in the vein whenever the lead will be left in the heart. Also the IFU informs precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The lead in question has been actively implanted for approximately 23 years, 8 months. Since the lead remains implanted, it will not be returned for analysis and as a result, the allegations against and clinical observations concerning this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. High impedance is a recognized clinical event referenced in the instructions for use (IFU). The event will be re-evaluated if additional information becomes available. This lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this event type.

Event description:
Received a report of ra impedance & noise at implant. The reporter indicated that a representative called tech services during a gen change on (B)(6) 2018. The representative reported that once the leads were connected to the l321 the atrial channel had a lot of noise and impedance was 2500 to 3000 ohms. There was also a report of a little slack in the rv lead. The representative reported there was no testing was performed on psa and the lead was left alone as patient is dependent. Lead programmed to unipolar pacing and bipolar sensing, where impedance normalized. No issue was conclusively determined. The lead was implanted (B)(6) 1994. The config was changed to unipolar pacing and bipolar sensing, where impedance normalized. It was also reported that since the patient was 100 percent dependent, they didn't touch the rv lead. Model number reported was 4444 with serial number (B)(4). Please note that information provided was limited. Product information provided was incomplete. Numerous requests for additional information have been requested, however no information received from reporter as of date of this report.